Event description:
New information received notes that loss of capture was noted on the atrial lead due to dislodgement, confirmed via x-ray. The lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Event description:
It was reported a patient's atrial lead presented with dislodgement. The lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.